Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was received loose in a product carton. The plunger is fully advanced. Ophthalmic viscosurgical device (ovd) is dried in the device. No lens returned. The lever is moving freely. The device is taken apart for further testing. No damage was observed to the internal parts of the device; the device was reactivated and the plunger advanced with no issues. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Received photo shows an company pre-load device. The plunger is fully advanced. No lens observed. The root cause for the reported complaint could not be determined. No damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, plunger continues to advance even when surgeon lift finger off the lever. Additional information was received and stated, the surgery was completed on the same day and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (B)(4). That is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).